Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2011-00695 additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the patient confirmed the angioplasty on (B)(6) 2011 found restenosis in the right stent, not the left stent (previously reported in this MDR). Therefore, the event no longer meets MDR reportability for this stent.

Event description:
Patient called to advise us he was part of clinical study. Two stents were implanted. First stent implanted (B)(6) 2009 on the left side and second stent implanted on (B)(6) 2009 on the right side. Every 6 months, he receives a doppler test. The latest test revealed a blockage. (B)(6) he had angioplasty. He has another doctor's appoint (B)(6) 2011.